Event description:
On (B)(6) the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time in the morning of (B)(6) 2012. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and on the same day, "exercised and drank more water" in response to the reported issue. Several days after the alleged issue occurred, the patient claimed to have developed symptoms of "feeling hot, cold, and sweaty" but denied receiving any treatment in response to the symptoms. During troubleshooting, cca noted that after the battery has been changed and the options reset, the reported issue was resolved. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.